Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported that he received a prime rewind alarm on the insulin pump and became stuck in a prime loop. The customer's blood glucose level was 9.0 mmol/l. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out and there was a button sticking. It was not possible to troubleshoot for the stuck button, due to the prime rewind alarm. The customer did not recall pressing the drive support cap while connected. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.